Manufacturer narrative:
(B)(4). This complaint for a air in tubing (without alarm) was not confirmed. The results of a batch review revealed no problems during the manufacturing process and no deviations from standard procedure. A root cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A companion sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Event description:
A home patient (hp) contacted (B)(4) regarding air being infused into them that occurred on the home choice (hc) unit during dwell. The hp stated they were infused with air last night, felt pain and wanted to end therapy. The technical service representative (tsr) assisted the hp to end therapy and recommended contacting their nurse. There was patient involvement but no injury or medical intervention was reported. A follow up was done via phone call. The patient stated the following: nothing was noticed with the supplies and the pain was on the left side shoulder. The patient has been performing therapy fine since the event with no reported pain.